Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. The dexcom g5 mobile continuous glucose monitoring system user's guide states: on rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, of a detached sensor wire that was retained in the patient's skin. The sensor was inserted at the upper buttocks on (B)(6) 2017. Patient's mother reported that on the patient screamed and jerked upon insertion the sensor. The insertion caused bleeding which subsided after a few minutes. Within 10 minutes following sensor insertion, patient's mother received an alert on smart device that the sensor had failed. Patient's father reported that he did not visualized the sensor wire at the underside of the sensor pod. The insertion site was described as two (2) insertion mark holes, was active bleeding, and discomfort. Patient's father contacted son's pediatrician on (B)(6) 2017. Who ordered an x-ray. The x-ray displayed the retained sensor wire 5mm under the skin where patient had worn the sensor. At the time of contact, patient is not experiencing infection or pain; area where patient wore the sensor is inflamed, measuring approximately 1.5 inches in diameter. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the sensor wire is missing from the housing puck on the sensor pod. The applicator has a bent needle. The customer complaint was confirmed. A root cause could not be determined.